Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's blood glucose was 350 mg/dl and would not decrease despite multiple insulin pump boluses. The patient discovered that the infusion set cannula was bent; however, the insulin pump failed to alarm no delivery. The patient was hospitalized and treated via manual insulin injection. The insulin pump was not returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump passed the displacement accuracy test. The insulin pump programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history noted. The insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.